Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: dtbb1d4 ICD, 6935m55 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead exhibited elevated pacing thresholds, and the pacing configuration was reprogrammed. The issue was unresolved and further action has been planned. The lv lead remains in use. The patient is a participant in the post approval network (pan) product surveillance registry (psr) clinical study. No further patient complications have been reported as a result of this event.